Event description:
Philips received a complaint on a patient monitor efficia cm150 indicating that the monitor does not display correct values. It is unknown if the device was in clinical use a the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).